Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Hemastick tested negative. Estimated blood loss was 100 cc's. Patient had no adverse effect and required no medical intervention. Sample is not available; sample was discarded.